Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to magnetic resonance imaging (MRI) conditionality as well as charging difficulties. The patient is doing well post operatively. Device will not return due to facility policy and electrocautery was not used once the new device was placed.